Event description:
It was reported by service report that the brakes do not hold. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake plate kit. Conclusion: replacement parts sent to account. Account to complete repair.